Event description:
It was reported during open reduction, internal fixation orif of left humerus fracture, the drill broke and was seen flying off the field. Complaint was received via voluntary medwatch (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could br drawn, as no device was returned and no lot number was provided.